Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e411 disk. The initial result of the patient's first sample from the analyzer was 77 pg/ml. The repeat result from another e 411 analyzer was 3 pg/ml.

Manufacturer narrative:
The serial number of the cobas e411 disk is (B)(6). The calibration signals were within specifications. The field service engineer replaced the measuring cells. The investigation determined the event was consistent with the age of the measuring cells. A general reagent problem was not present. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d: device identification, g1 and g4 PMA/510k (premarket numbers) were updated.